Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the front right seat clamp looks like it is cracked resulting in the seat pan being unstable. Dealer stated he believes someone tried to pull the front up top fold the chair incorrectly cracking the seat clamp.